Event description:
It was reported the first anchor did not deploy from the needle. The surgeon felt more resistance when pushing the black deployment pusher forward. This occurred on 2 of the 5 implants used on this surgery. There was no impact to the patient and the issue delayed the surgery less than 10 minutes.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001825034-2023-00633: item#110024773; lot#234570. Other associated products: item#110024773; lot# 730820. Item#110024772; lot#319250. Item#110024772; lot#719650.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified a juggerstitch device was returned in its original packaging. The tube pusher assembly was cycled twice with no sutures and anchor. Part and lot information confirmed from label on the packaging. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.